Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported event of hernia. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported event. Should additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a patient was diagnosed with a hernia coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and had surgery to repair the hernia. The hernia was diagnosed after the patient started pd therapy. The patient recovered from the hernia event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.